Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor for a infection of the pod site. The patient stated that the site was popped and purulent discharge came out of the infected area. The patient was given a medical prescription, but it was reported that it was disposed of. No further details to report.